Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom on (B)(6) 2015, to report a patient death that occurred on (B)(6) 2015. Patient's husband reported that he called 911 because the patient would not wake up. He was instructed to place the patient on the floor and perform cardiopulmonary resuscitation (CPR) until paramedics arrived. Paramedics tested patient's blood glucose (bg) upon arrival. Patient's bg was reported to be 120mg/dl at the time of the reported event. Patient's husband did not know what patient's dexcom bg reading was. Patient was taken to the hospital where she passed away that day. Patient's husband reported that the cause of death was related to a heart attack. However, a certificate of death was provided and the cause of death is still pending investigation. No additional event or patient information is available. There was no alleged device malfunction. A certificate of death was provided, confirming that the cause of death was under investigation. It should be noted that diabetes mellitus is a known cause of death.